Event description:
Customer reported a false negative result obtained on the alinity m sars cov-2 assay. The customer stated that the patient had claimed they were symptomatic and wanted the sample retested. It was not confirmed if the patient had already retested at same location or in a different location since they had requested to be retested. There was no impact to patient management reported due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 updated with lot number information. Corresponding date of expiration and date of manufacture were added. D4. Expiration date of 13-sept-2022 does not appear in pdf rendition of 3500a form, although it appears in esubmitter software; included here for reference. Medical device problem code corrected from 1227 (false positive) to 1225 (false negative), to correspond with event description. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review for the reported false negative sample was performed. The run involving the questioned sample identification (sid) was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limit of detection (lod) therefore, the results may not be 100% reproducible. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522892 is performing outside of established design performance specifications. The sensitivity for the sars-cov-2 assay varies between platforms. If the alinity m sars-cov-2 assay is less sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample may receive a negative interpretation using the alinity m platform but may receive a positive interpretation using the competitor platform with more sensitivity. A product deficiency was not identified by this evaluation. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892, (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 (including the components). This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) and the lots in question. Complaint history review a lot specific complaint history review was performed to identify complaints related to the ticket under investigation, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 was not identified.